Event description:
Expired implant used in operation. Up to this date, no post-operative complications have been reported referring to this case.

Manufacturer narrative:
Labelling clearly indicates the expiration date of the device.